Event description:
The following was reported by the surgeon: it was alleged that the patient was implanted with the ventralex st mesh and had a post operation reaction. The surgeon felt that it may have been due to cellulitis. The patient has been started on antibiotics and the area has since resolved.

Manufacturer narrative:
We have contacted the initial reporter to request additional information. This MDR includes all patient, event and device information davol has received to date. Based on the information provided, it is unknown whether the device may have caused or contributed to the reported event. The surgeon reports the patient developed an allergic reaction following the implant of a ventralex st mesh; however, it was reported to have since resolved. Currently, allergy testing has not been conducted. Additionally, allergic reaction is listed as known adverse event if the product's IFU. The mesh remains implanted at this time. If additional information is provided, a supplemental report will be submitted.

Manufacturer narrative:
This is an addendum to the previously submitted MDR to document additional allegations made by the patient's attorney and to also make a correction to (date of implant). There is no connection that can be made at this time between the reported post-operative complications and any problem with the bard/davol device used to treat the patient. The patient's attorney did not allege a specific device failure and medical records that were previously provided consisted of the implant tracking log only. Based on the limited information provided at this time, no conclusions can be made. Infection and recurrence are known inherent risks of surgery. Regarding infection and recurrence the warning section of the instructions-for-use states, "if an infection develops, treat the infection aggressively. Consideration should be given regarding the need to remove the prosthesis. An unresolved infection, however, may require removal of the prosthesis." And "to prevent recurrences when repairing hernias, the prosthesis should be large enough to extend beyond the margins of the defect." If additional information is provided, a supplemental report will be submitted.

Event description:
As previously reported in april, 2013: the following was reported by the surgeon: it was alleged that the patient was implanted with the ventralex st mesh and had a post op reaction. The surgeon felt that it may have been due to cellulitis. The patient has been started on antibiotics and the area has since resolved. Addendum: the patient is now represented by an attorney, who has made additional allegations. (B)(6) 2013 - patient underwent surgery for the repair of an incarcerated umbilical hernia. A bard/davol ventralex st hernia patch was implanted in the patient's abdomen to repair the hernia defect. (B)(6) /2013 - patient underwent an additional surgery to remove the infected ventralex st hernia patch and to repair the hernia defect. As alleged, the patient was injured severely and permanently and has suffered and will continue to suffer physical pain due to the alleged defective ventralex st hernia patch.